Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the pump did not display the cgm error code again and the caller successfully started their sensor session.